Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents,unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify failed battery alarm due to blank display.

Event description:
The customer reported via phone call that the insulin pump had failed battery and blank screen. Customer's blood glucose value was 200 mg/dl at the time of the incident. Customer will return device for analysis.